Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated. Evaluation results: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device activity logs did not show any evidence to support the customer's report that a "self-check failure 1175" message was displayed at any time. Therefore, our investigation for this was unsubstantiated. The smart pneumatic module will be replaced as a precaution. The device will be recertified and returned to the customer once the repair estimate has been approved. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed an "internal comm failure -1175" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.